Event description:
A report was received that the patient's midline incision had split open. The physician assistant doesn't believe it is device related but rather that the patient might have a slight allergy to the sutures and prescribed her with oral antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
It is indicated that the paddle lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.